Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, d9, h2, h4, h6, h11. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, probable causes include material issues such as deterioration, thermal problems like overheating, mechanical problems like stress, wear, electrical problems such as signal loss, component problems. These can occur between components such as boards, panels, power supplies and fans without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subjected device had no light output. The event occurred during service / maintenance (not in a clinical setting). There were no reports of patient involvement.